Event description:
It was reported by service report that the side rail could not remain latched.

Manufacturer narrative:
Top rail was also broken preventing the siderail from latching.

Event description:
It was reported by service report that the side rail could not remain latched.